Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There was no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male pt had a large amount of itching under the vest and some redness. The pt reported that the area was slightly bleeding likely due to the pt scratching the irritation area. The pt went to see his doctor. Follow-up indicates that the irritation had not improved and the pt ended use of the device. It is known if the pt received any treatment for the irritation from the doctor.